Event description:
It was reported that the asymptomatic patient presented in hospital after a vibratory notifier. It was noted that the competitive right ventricular lead exhibited high lead impedance and failure to capture at maximum output. Noise was observed on the lead, leading to charging and pacing inhibition, but no inappropriate therapy was delivered. The patient recalled that they were raising their arm over their head when they felt a "pop". It was noted that the lead broke free of its connection to the cardiac resynchronization therapy defibrillator. On (B)(6) 2017, the physician reconnected the lead to the device. The patient was stable throughout the procedure and remained stable.